Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while trying to close a sternum using a classic suturing technique during an open cardiac surgery, the needle broke. Another product was used to complete the case. There was no patient injury.